Event description:
The device was utilized for an internal defibrillation attempt, as a last ditch effort at resuscitation. The defibrillator was charged, but would not discharge energy to the pt. The pt was not resuscitated. The reporter indicated the pt outcome was not affected by the event, since the pt was not a viable candidate for resuscitation.